Event description:
It was reported that there was continuous activation and the unit had to be unplugged from the console.

Manufacturer narrative:
It was reported that the wand probe activated while sitting in bag. The reported ¿continuous activation¿ condition was not confirmed on the returned unit. No abnormal condition was observed in terms of assembly of the wire connections, wire arrangement with the e-prom pins, green clip and red cable connection. No saline water was observed inside the handle. A bit of glue residue from the adhering process was observed towards the edge of the button actuator which created an interruption in the signal continuation. However, even though there was intermittency in the signal continuation of the power button, the unit passed all the visual and functional tests and was operating normally during the simulation performed. In addition, according to the activation history, the unit was extensively used during surgery. The unit was activated using a crossfire console (B)(4), 26 times (additional to the first five activations) for at least 231 seconds for coagulating and cutting at several cut power setting of 9 (power setting range for this part number is 1-11). A default activation date of 1/1/1970 was registered in the activation history of the returned unit. According to a similar event in which a console was returned and evaluated if the console freezes the rf probe, formula shaver and footswitch would appear as if they are active. The console and footswitch were returned for evaluation and results were no issues were detected. A root cause for the reported condition could not be confirmed. Since the condition was not confirmed on the returned unit, no further actions are deemed necessary regarding the serfas energy probes at this time. The condition will be continued to be monitored through the product surveillance board, in order to determine actions to be taken based on condition re-occurrence and failure confirmation. The product was returned for investigation and the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was continuous activation and the unit had to be unplugged from the console.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.